Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing that the subject device had a big tear on the insulation of the cord. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on charged coupled device lenses. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue was due to damage cable olympus will continue to monitor field performance for this device.

Event description:
It was reported during reprocessing that the subject device had a big tear on the insulation of the cord. There was no patient involvement.